Event description:
It was reported to philips that the device failed its co2 calibration. The device was testing outside of its tolerance level; it was 27mmhg when it should be 38mmhg. There was no patient involvement.